Event description:
The n-550b was received into the covidien service center with a report that the unit was not working. During service on (B)(6) 2012, the service technician determined that the speaker was not working. No pt harm had been reported by the hospital.

Manufacturer narrative:
The speaker was replaced, and the unit then passed all tests.